Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 38 for consecutive stalled motor, prompting guidance to replace the device and revert to backup therapy; the customer subsequently received a replacement ilet, transferred supplies, paired a dexcom g7, and initiated therapy as instructed. Symptoms included none, and blood glucose remained within range. Outcomes included temporary interruption of pump therapy with continued cgm monitoring and successful restoration of therapy on the replacement device. Investigation included review of device alarm history and remote troubleshooting with user education on device startup and shutdown. Investigation of the returned device revealed a recurrent motor stall alarm consistent with an internal pump mechanism fault requiring device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor assembly necessitating exchange.